Event description:
Medtronic received information that three years following the implant of this stentless bioprosthesis, the patient was admitted to a hospital for heart failure. Echocardiography showed severe aortic valve regurgitation originating in the area of the noncoronary cusp. At reoperation, there was an observed tear in the noncoronary cusp. The device¿s cusps were excised, leaving the wall of the device in situ. A non-medtronic stentless bioprosthesis was implanted in this device. It was reported there were no subsequent adverse patient effects.

Manufacturer narrative:
A device history record review could not be performed as the serial number was not provided. Cuspal tears leading to regurgitation is a known risk. Without the return of the valve for analysis, a root cause of the cuspal tear could not be determined.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information regarding the device and the patient medical issues/demographics has been requested from the article¿s author contact. (B)(4). "Spontaneous tear in the noncoronary cusp of the medtronic freestyle bioprosthesis" authors: ivan knezevic, m.d., m.sc.; tomaz mesar, m.d.; katja azman juvan, m.d., ph.d.; matija jelenc, m.d., ph.d.; and bojan vrtovec, m.d., ph.d. Doi: 10.1111/jocs.12211 (j card surg 2013;28:711¿712).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.